Event description:
Lens becomes cloudy. Problems noticed at "implanted" intraocular lenses. The pt signs were visual aberration/optical phenomena at the iol. These observed phenomena occurred only with one type of hydrophilic acrylic iol of the MFR. Several times rptr asked this co to inform them about the reasons for the described complaints. Unfortunately they did not want to tell the reason for these product problems. In one of their last fax letters they mentioned that all details of this kind of complaint are transparent to FDA.